Event description:
It was reported that during a thoractomy procedure, the device misfired and failed to deploy staples. There was no patient consequence. The case was completed with another device of the same product code.